Event description:
It was reported in the asian journal of urology that a study was conducted to investigate the morcellation efficiency and surgical interval in cases with giant adenomas (greater than 200 g) treated with holmium laser enucleation of the prostate (holep). The data of nine patients how underwent holep procedures between (B)(6) 2011 and (B)(6) 2021 were included in the study. Enucleation was performed using a lumenis versapulse laser console, and morcellation was performed using the lumenis versacut morcellator. During the procedure, the patient from case #1 and the patient from case #2 developed hypothermia. The hypothermia was due to the use of a large quantity of irrigation fluid to fill the bladder during morcellation. Following the procedures, one patient had a clavian-dindo grade ii fever and infection. This report is for the unspecified patient.

Manufacturer narrative:
F. Endo, m. Shimbo, k. Komatsu et al., optimal interval for delayed retrieval surgery with reciprocating morcellators after enucleation of giant prostatic hyperplasia in holmium laser enucleation of the prostate, asian journal of urology, https://doi.org/10.1016/j.ajur.2023.04.005. This report is for the same literature article as manufacturer reports: 2124215-2024-37173 and 2124215-2024-37202.

Event description:
It was reported in the asian journal of urology that a study was conducted to investigate the morcellation efficiency and surgical interval in cases with giant adenomas (greater than 200 g) treated with holmium laser enucleation of the prostate (holep). The data of nine patients how underwent holep procedures between september 2011 and march 2021 were included in the study. Enucleation was performed using a lumenis versapulse laser console, and morcellation was performed using the lumenis versacut morcellator. During the procedure, the patient from case #1 and the patient from case #2 developed hypothermia. The hypothermia was due to the use of a large quantity of irrigation fluid to fill the bladder during morcellation. Following the procedures, one patient had a clavian-dindo grade ii fever and infection. This report is for the unspecified patient.

Manufacturer narrative:
F. Endo, m. Shimbo, k. Komatsu et al., optimal interval for delayed retrieval surgery with reciprocating morcellators after enucleation of giant prostatic hyperplasia in holmium laser enucleation of the prostate, asian journal of urology, https://doi.org/10.1016/j.ajur.2023.04.005 this report is for the same literature article as manufacturer reports: 2124215-2024-37173 and 2124215-2024-37202.